Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-oct-2022. H6: investigation summary: one photo and one sample without packaging were received by our quality team for evaluation. From the returned photo and sample, the syringe tip was observed to be broken with the broken tip still inside the needle. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the sample analysis, the team found that there was rupture at the tip of the barrel. The sample could have been hit by a heavy force and resulted in the breakage. As the needle was observed to be assembled, the investigation was focused on the processes after the needle assembly. The primary packaging and secondary packaging processes were reviewed. In the primary packaging process, there is no contact points to the needle that can cause damage to the syringe tip. There is a vision system in place to detect for missing needles before sealing. There were no activities observed in the secondary packaging that could be a contact point on the syringe tip or needle. Current quality controls include a daily quality assurance routine visual inspection in place to check for tip damage. There is also a 3-hourly outgoing inspection and 2-hourly in-process inspection in place to check for a damaged syringe.

Event description:
It was reported that the bd¿ syringe with the bd precisionglide¿ needle experienced a broken syringe tip. The following information was provided by the initial reporter, translated from chinese: the tip of syringe broken.

Event description:
It was reported that the bd¿ syringe with the bd precisionglide¿ needle experienced a broken syringe tip. The following information was provided by the initial reporter, translated from chinese: the tip of syringe broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.